Manufacturer narrative:
(B)(4)

Event description:
It was reported that the merlin programmer estimated battery longevity incorrectly. The live of the battery was estimated longer that it was supposed to.